Event description:
Procedure on 1/14/92:left thoractomy/resection 11th rib/thoraco-abdominal decompression laminectomy with placement of kameda decompression rods with bone graft. Upon removal of size 36 chest tube by physician on 1/17/92, silicone thoracic catheter tore and piece retained inside patient. Patient returned to surgery on 1/18/92 for successful removal of retained thoracic catheter sectiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.